Manufacturer narrative:
Considered an adverse event and product problem as surgery was converted to a conventional approach rather than minimally invasive due to the alleged malfunction. The customer threw out the frame and purchased a new one. The new frame has been functioning properly during use.

Manufacturer narrative:
Patient information was unavailable from the site due to canadian privacy laws. Device manufacture date was unavailable as no lot number was provided. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that spine passive reference frame was working intermittently during a spine surgery. The camera was picking up the calibration target but not the frame. The surgeon converted to a normal pedicle screw placement with no clinical impact.